Manufacturer narrative:
Insulin pump passed the rewind basic occlusion test, prime/a33 test and displacement test. However, insulin pump received stuck in the motor error loop during bolus / basal delivery and e70 error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No check setting alarms were noted. Insulin pump received with minor scratched lcd window.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 256 mg/dl. Customer called to report that the insulin pump alarmed motor error and motor position encoder error during prime. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.